Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. The implantable cardioverter defibrillator (ICD) exhibited pacing inhibition and likely electromagnetic interference. No intervention has occurred. The lead and device remain in use. No patient complications have been reported as a result of this event.